Manufacturer narrative:
The problem is traced to component failure. We are unaware about operator/patient injury.

Event description:
The laser device had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem is traced to component failure. We are unaware about operator/patient injury.

Event description:
The laser device had a failure that did not allow to use it. No adverse effects to patient were reported.